Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site, checked the logfile and found that the flexvision-pc frame grabber cards were not initializing. The fse replaced the flexvision-pc, installed software, and reconfigured the inputs. Analysis of the log file confirmed the failure to initialize all grabber cards. The returned part has been analyzed and confirmed the malfunction due to failing dual in-line memory modules (dimms) after replacing the flexvision-pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not turn on. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation into this complaint.